Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 301 (mg/dl). A correction bolus was administered to address bg levels. Reportedly, customer believes an illness has contributed to their bg levels. During troubleshooting with tandem technical support, customer indicated they received an auto-off alarm earlier and had resumed insulin delivery. The pump date and time were also noted to be incorrect and was corrected. The customer's bg levels later decreased to 235 (mg/dl).